Event description:
An administrator reported that following an intraocular lens (iol) implant procedure, the patient's vision was not clear. The iol was exchanged in a secondary procedure following the initial procedure due to anisometropia with a monofocal lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation, indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received. That patient, had starburst. And can not see to read. There was no patient harm.